Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the heartmate ii lvas could not confirm the report of suspected pump thrombosis. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing, and the distal portion was not returned for evaluation. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned for evaluation. Upon disassembly of the heartmate ii lvas, visual inspection of the blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. Examinations of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient underwent a pump exchange due to suspected pump thrombosis. Additional information was provided but not yet provided.